Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator was not capturing the pacing pulses. The output was changed but still it was not capturing. The device was replaced.